Manufacturer narrative:
Gtin is not available as the product code was not provided. Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Affiliate reported that the removal operation of the device was conducted. Further information would be provided as soon as jjkk receive it from the facility.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 50mmh2o.the valve was visually inspected; needle holes in the needle chamber were noted, as well as biological debris could be seen inside the valve housing. The valve was irrigated with purified water; no occlusion was noted. The siphon guard was irrigated, no occlusion was noted. The catheters were irrigated, flow was slightly occluded, and biological debris was flushed out of peritoneal catheter. The valve was dried. The valve was leak tested and only leaked from needle holes in needle chamber. The valve was tested for programming the valve failed the test, during the programming process the cam mechanism did not move. The valve was then pressure tested 50mmh2o, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. The cam magnets were also controlled. No defects were found. A review of the history device records confirmed the valve product code 82-3842, with lot crbdcc, conformed to the specifications when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.